Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an adriamycin leak from the junction of the texium syringe and the IV tubing lower y-site during an IV push. No patient harm reported.